Event description:
It was reported that the screw and implant broke during the removal process of the implant. The implant was being removed due to loss of integration.

Manufacturer narrative:
Additional information stated that the screw fractured during the removal of an implant. The screw fractured as a result of a user error. This event no longer meets reportability requirements and is considered non-reportable. No further medwatch reports will be submitted for this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown biomet screw fractured.